Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("she claim that the coils of essure were misplaced"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2008, (B)(6) 2000)), bacterial vaginosis, cervical dysplasia, urinary incontinence and vaginal delivery (2). Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness"), abdominal pain lower ("cramping / lower abdominal pain"), dyspareunia ("painful intercourse") and menstrual disorder ("unusual menstrual cycle / abnormal menstruation"). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, hypoaesthesia, pelvic pain, abdominal pain lower, dyspareunia, menstrual disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, hypoaesthesia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a second pregnancy episode in 2011 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs and mr received- events- "abdominal pain, she claim that the coils of essure were misplaced ", medical history, reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('she claim that the coils of essure were misplaced/essure implant on right embedded in myometrium'), pregnancy with contraceptive device ('unintended pregnancy') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2008, (B)(6) 2000)), bacterial vaginosis, cervical dysplasia, urinary incontinence, vaginal delivery (2) and alcohol use. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain/pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness"), abdominal pain lower ("cramping/lower abdominal pain"), dyspareunia ("painful intercourse") and menstrual disorder ("unusual menstrual cycle/abnormal menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pregnancy with contraceptive device, genital haemorrhage, hypoaesthesia, pelvic pain, abdominal pain lower, dyspareunia, menstrual disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, hypoaesthesia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a second pregnancy episode in 2011 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patien's medical record : embedded device." Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received : previously reported event "she claim that the coils of essure were misplaced " pt updated to "embedded device", reporter, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('she claim that the coils of essure were misplaced / essure implant on right embedded in myometrium'), pregnancy with contraceptive device ('unintended pregnancy') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2008, (B)(6) 2000)), bacterial vaginosis, cervical dysplasia, urinary incontinence, vaginal delivery (2) and alcohol use. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain / pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness"), abdominal pain lower ("cramping / lower abdominal pain"), dyspareunia ("painful intercourse") and menstrual disorder ("unusual menstrual cycle / abnormal menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pregnancy with contraceptive device, genital haemorrhage, hypoaesthesia, pelvic pain, abdominal pain lower, dyspareunia, menstrual disorder and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, hypoaesthesia, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced a second pregnancy episode in 2011 captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following were reported from patient's medical record : embedded device." Lot number: 626398 manufacturing date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.